Event description:
An alarm was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer initially faced issues reloading the original and new insulin cartridges. After contacting technical support, a pump reset was performed, which allowed the customer to successfully load a cartridge and resume insulin delivery.